Event description:
The customer reported intermittent fast stop activated error messages. This causes the system to shutdown. There is no report of injury or death associated with this event.

Manufacturer narrative:
No service was performed as the customer decided to call back if the problem reoccurs. No further information is available.